Event description:
Reference MDR# 3006425876-2010-00064 for the first event involving the same pt. It was reported that the second set was opened and used and the same issue was met. The doctor inserted the catheter into the right antecubital fossa of the pt for a routine procedure. The lumens were flushed prior to insertion and the insertion went smoothly. However, during aspiration the distal lumen aspirated air/bubbles. A third set with a different lot number was then opened and used successfully. The delay reported was the duration of the time it took to replace the two failed product and access the third. The outcome of the pt is unk.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.